Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with this device and removed. No patient complications nor injuries reported, and the patient was in good condition post-procedure.